Manufacturer narrative:
H4: the device was manufactured from september 28, 2020 - september 29, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2021. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume folfusor. After the expected therapy time of 48 hours was complete, it was discovered that the device was still full of medication suggesting that no medication had been administered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.